Event description:
The customer reported that during a laparoscopic cholecystectomy, one of the metal arms of the endopouch pro retrieval bag broke off intra-abdominally. The surgeon had to enlarge the incision to remove pieces of the device. Another device was used to complete the procedure.